Event description:
The hosp reported by phone and then by medwatch that a pt underwent an emergent hemorrhoidectomy. The gounding pad was placed on the pt's right flank. No reddening or apparent skin injury was apparent upon removal of the grounding pad. The esg did not alarm during the procedure to indicate a possible disruption at the grounding pad site. The pt later returned to ER for pain to the right gluteal area which was described as 20 cm x 15 cm noted to be ecchymotic with surrounding border of erythema. The surgeon felt the injury was secondary to the cautery pad. Their generator was tested by the boiomed dept & found to have a faulty system. The generator will not be returned to co.